Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned product found no evidence of material or manufacturing defect. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4). Examination of the returned product found no evidence of material or manufacturing defect. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient complained the pain and visited to the hospital. The surgeon suspected armd since confirmed the tumor and osteolysis under x-ray. The revision surgery was performed on revise all of the system except for srom sleeve which was remained in the patient¿s hip joint.